Manufacturer narrative:
The device was returned to olympus for inspection. The forceps elevator of the duodenovideoscope exhibited was burned and the adhesive around light guide lens was peeled. Based on the results of the investigation, it is likely the adhesive around light guide lens was peeled due to stress of repeated use, external factors, or handling. Based on the results of the investigation, the definitive root cause of the forceps elevator burn could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator of the duodenovideoscope exhibited was burned and the adhesive around light guide lens was peeled. There was no patient involvement.